Event description:
Customer reported an incident of high blood glucose, with a peak level of 560 mg/dl. Customer managed the high blood glucose by administering a correction injection via manual daily injections (mdi). Technical support advised the customer to consult with their healthcare provider and encouraged further contact for troubleshooting during future high glucose events.